Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory. Upon receipt, the device was interrogated and found to be in backup vvi mode. The device image was found to be corrupted and could not be reviewed. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reset could not be determined.

Event description:
It was reported that an alert for backup vvi was observed via remote transmission. Upon interrogation, the device was found to be in back-up vvi. Attempts to download new firmware were unsuccessful and communication could not be established. No sources of emi were noted. Device was explanted and replaced.